Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer continued to use current pump as backup therapy while tandem technical support confirmed warranty and shipping details, arranged replacement pump, and instructed customer to place problematic pump in storage mode and return it using prepaid label within 10 days, which customer understood and acknowledged.